Event description:
It was reported that a vessel dissection occurred, requiring an additional device. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, when the blades were opened in the popliteal artery, the artery wall tore. A non-boston scientific (bsc) stent was placed to treat the dissection. The procedure was completed with an alternate device. The patient has fully recovered after the procedure.